Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that one day post implant, atrial capture thresholds were 2.5v and atrial lead impedance was >2500 ohms. When the pocket was opened, a bad atrial lead connection was found. When the lead was reconnected, normal atrial pacing began. During the initial implant procedure, electromagnetic interference caused unusual numbers. Therefore, the device was replaced.